Event description:
It was reported that after closing the pocket but before the patient was moved from the operating table, the right ventricular lead was suspected to have moved as the sensing had decreased. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).